Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the returned expiratory valve coil and pull magnet for the safety valve has been completed. The safety valve pull magnet is part of the safety valve functions in the inspiratory section of the device. The safety valve pull magnet was installed in a reference system for simulated-use testing. It was found that it worked according to its specification, i.e. No malfunctions or deviations occurred. The expiratory valve coil, was also installed in a reference system for simulated-use testing. The pre-use checks failed the internal leakage sub-test and that confirmed the reported event. So do the received device log files. Our conclusion from the investigation is, that the issue occurred due to the valve not having the mechanical power to close in the correct way. Evaluation of the received log files confirmed the internal leakage sub-test failure. The test failed since no pressure could be built up in the system. The root cause for why the expiratory valve coil failed has not been determined from this investigation.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient harm. (B)(4).